Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
Attorney reported: (B) (6) 2002 - a bard composix kugel hernia patch, small oval was used to repair pt's hernia defect. On (B) (6) 2008 - pt's bard composix kugel hernia was explanted. Pt subsequently underwent four add'l surgeries to remove pieces of unincorporated mesh from her bard composix kugel hernia patch. Pt continued to experience abdominal pain and discomfort after her hernia repairs. Pt has suffered and will continue to suffer physical pain and mental anguish.